Event description:
Event description guidant received information that at interrogation this epicardial patch displayed out of range shock lead impedance measurement. The last shock delivered was 1 year ago. At that time, the shock lead impedance measurements were 37 ohms with a 23 j shock. Guidant received subsequent information that the device was explanted and the lead system was surgically abandoned. A new pectoral system was successfully implanted. The attending guidant sales representative reported that the physician does not like the tvi tool concept and believes it defeats the purpose of a hemostatic valve.